Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the endostat generator and foot pedal were in good physical condition. The power cord and water bottle were not returned. The unit was powered up and tested; it passed the endostat iii return evaluation procedure. The complaint that the generator had low power output was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A search of the complaint database revealed that no similar complaints exist for this generator.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6), 2016. According to the complainant, during the procedure, the endostat had low power output in coag mode. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.